Event description:
It was reported by the attorney that the patient sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs in (B)(6) 2004. Per provided medical records, on (B)(6) 2004 patient presented with a grade 1 l5-s1 spondylolisthesis with bilateral foraminal stenosis. Patient underwent a l5-s1 instrumented plif. During the procedure 9 mm grafts were used after the diskectomy was complete. The grafts were inserted on each side and autologous bone slurry was used centrally. After the bone grafts were in good position attention was turned to the pedicle screw placement. We used synthesis hardware. The 45 by 6.2 mm screws were placed at l5 and 40 by 6.2 mm screws at s1. Fifty millimeter rods were then placed on each side and tightened down. The construct appeared to be very stable. Rhbmp-2/acs was not mentioned in provided medical/implant record.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.